Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a symphion fluid management accessory device was used on a hysteroscopy, dilation and curettage procedure performed on (B)(6) 2017. According to the complainant, during preparation for the procedure, the pressure sensor was not recognized by the controller and gave a no pressure monitor error message. The procedure was completed using another fluid management accessory device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Manufacturing site name (B)(4). Investigation results one symphion fluid management accessory was returned for analysis. Visual inspection of the returned device was performed. A functional evaluation noted that the pressure sensor connector could be inserted into the receptacle on the controller; however, the controller did not detect the pressure sensor. Device analysis determined that the condition of the returned device was consistent with the reported event. Therefore, the investigation of all available information indicates that, the most probable root is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a symphion fluid management accessory device was used on a hysteroscopy, dilation and curettage procedure performed on (B)(6) 2017. According to the complainant, during preparation for the procedure, the pressure sensor was not recognized by the controller and gave a no pressure monitor error message. The procedure was completed using another fluid management accessory device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.